Event description:
It was reported that the patient underwent an initial hip procedure, followed by a revision surgery approximately four years later due to a dislocation. Subsequently, approximately two years and six months after the revision, the patient experienced another dislocation that required surgical intervention. During the closed reduction, the bearing and head disassociated, necessitating a second revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 dual mobility liner 38mm c; item# 110024461; lot# 806990. 28mm i.d. 38mm o.d. Size c bearing; item# 110031009; lot# 65560533. Cer option type 1 tpr sleve +6; item# 650-1068; lot# 3111626. Tprlc xr mp t1 pps 13x111mm; item# 51-145130; lot# 6209866. G7 low profile screw ø6.5x15mm; item# 10000996; lot# 6263545. G7 low profile screw ø6.5x35mm; item# 10001000; lot# 6219960. G7 low profile screw ø6.5x35mm; item# 10001000; lot# 6245599. G7 osseoti multihole 48mm c; item# 110010262; lot# 6312347. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.